Event description:
During coil embolization of the anterior communicating artery using an enterprise stent, a deltamaxx coil (dmx18041520/c11113) became stretched when the sl-10 microcatheter ¿jumped¿, and was entangled with other coils already placed in the aneurysm. The physician had repositioned the microcatheter during coil implantation and noted that the tip of the microcatheter abruptly ¿jumped¿ inferiorly and medially. At that time, the physician noted that he felt the coil ¿pop¿, and subsequently, the coil appeared to have changed appearance under fluoroscopy. The physician determined that the coil had stretched and had to be removed. Approximately 2cm of the 15cm coil had been advanced into the aneurysm when the microcatheter ¿jumped.¿ the physician was able to separate and remove the stretched coil from the coil mass. The previously implanted coils remained implanted. Upon visual inspection, the physician noted that the stretch appeared to have originated at the detachment zone. The physician also noted that he did not think that the coil got caught on the enterprise stent, but in the coil mass. No patient injury occurred due to this incident. There was no clinically significant delay in the procedure, and the coil was removed after approximately 1 minute of microcatheter and coil ¿pusher¿ manipulation. All other coils in the procedure (5 galaxy, 2 micrus) were detached without incident. It was reported that a continuous flush had been maintained through the microcatheter, and there had been no resistance/friction between the coil and microcatheter. The microcatheter had not been used over the coil to reposition, and the microcoil was not positioned at a relative sharp angle to the microcatheter. The procedure was completed using the same microcatheter.

Manufacturer narrative:
Information regarding patient age, weight, or gender were not provided. Complaint conclusion: the deltamaxx was returned for analysis. As viewed through the returned packaging, it was found that the coil was completely unsheathed, entangled, and stretched in the proximal section. Due to post-procedural handling, cleaning, and packaging, it cannot be determined if additional damage occurred to the device. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged and the damages edges have been raised above the surface plane. The locking mechanism section has compression, tooling indentations, and stretching damage. No manufacturing defects were found. The most likely contributing factor to the coil stretching during repositioning may have been due to the coil becoming temporarily anchored on the coil mass with or without the microcatheter jumping away from the aneurysm neck at the same time. When the coil was being retracted for additional repositioning, the proximal section may have stretched. This may have also caused the microcatheter to back off the target site. An additional, but unconfirmed contributing factor to the microcatheter¿s movement away from the target site may have occurred if the sheath came in contact with the resheathing tool¿s v notch as was found. This may have caused a binding action between the coil, introducer, and microcatheter. This binding action may have produced a significant form of resistance which may have moved the microcatheter depending on the timing and where the coil was located. It was further reported in the complaint event that, ¿the physician had repositioned the microcatheter during coil implantation and noted that the tip of the microcatheter abruptly ¿jumped¿ inferiorly and medially. At that time, the physician noted that he felt the coil ¿pop¿, and subsequently, the coil appeared to have changed appearance under fluoroscopy.¿ the repositioning of the microcatheter may have also contributed to the movement off the target site and for the coil to stretch at the proximal section. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretch was confirmed through product analysis. Although the root cause of the stretch could not be conclusively determined, procedural factors contributed to the event (i.e. Entangled with previously implanted coils, movement of the microcatheter). There was no evidence of a manufacturing issue found during product analysis, and all coils are inspected for coil stretching prior to leaving the manufacturing facility. Therefore, no corrective actions will be taken at this time. This is an initial/final MDR.